Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined elevated blood glucose (bg) level due to the pump settings needing adjustment. Customer declined to troubleshoot or provide further information.